Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during vitrectomy surgery, the laser did not work in an ophthalmic system. Initially, the ophthalmic system recognized the laser probe as connected with a green ring around the connection. As the procedure continued, the ring turned from green to blue, indicating that the system did not recognize any laser probe as connected. The surgeon attempted to connect several laser probes. The surgery was completed, but the remaining portion of the procedure could not include laser. There was no patient harm.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was unable to replicate the reported "unable to recognize probes." However (while the representative was on-site), the customer was able to determine there may have been a probe recognition issue. To resolve this, different probes were tried. The customer was able to confirm the issue was with the laser probes. The console was found to have no problem. Therefore, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. No similar complaints were reported for the product serial under investigation. The console was found to have no problem. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).